Event description:
Reportable based on device analysis completed on 05 jun 2024. It was reported that a catheter issue occurred. The stenosed target lesion was located in the distal part of the left circumflex artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but lost image had occurred. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window were twisted and stretched.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath and imaging window were kinked. The imaging window was also twisted and stretched, and an imaging core windup with a broken driveshaft began 25.9 cm from the distal end of the connector shaft. An impedance test showed an electrical open at the proximal end of the catheter. Based on the evidence, the as reported code of image lost can be confirmed.